Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer reported that he received a no delivery alarm during manual prime. The customer's blood glucose was 466 mg/dl at the time of incident. The customer stated that he was trying to treat the high blood glucose by bolus. The customer stated that the insulin did exit during plunger push after disconnecting and reconnecting the tubing and reservoir. The customer stated that the insulin pump did not alarm no delivery while performing manual prime during troubleshooting. The insulin pump will not be returned for analysis.